Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was atrial lead noise. There was no intervention performed. The patient was reported as having suffered no consequences.